Manufacturer narrative:
Correction - h6 - coding corrected. Additional information - h7, h9 - recall number.

Event description:
It was reported that the patient presented for left ventricular (lv) lead revision procedure. During the procedure, the programmer screen froze during a lv threshold test and decreased voltage below capture threshold. Therefore, the pacing output was below threshold for 7 seconds before the test ended resulting in patient asystole for that time frame since the patient had no underlying heart rate. After the test ended, pacing was back to normal and there were no patient consequences.